Manufacturer narrative:
The item was returned and reviewed. Item was confirmed to be correct to the original issue drawing. All products were put into this stock room at the time of the manufacturing of this batch. Validation parts should have had blocks in place to prevent the items from being distributed. In 2009, specific protected stock rooms were created for validation use so it is not possible for this problem to reoccur. As the item was manufactured to the original issue drawing and not to the production release drawing, the item would not be able to fit with the mating part correctly. An engineering change request was raised to modify the design prior to production release. This ecr highlighted the possible risk of the augment not fitting correctly to the mating part. The risk of this occurring during use was investigated under (B)(4) and subsequently a field safety corrective action was issued to remove the rest of the affected batch from the field. A review of the complaint database finds no similar complaints for the item/lot combination. No product was distributed in the u.s.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a final conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a total knee revision on (B)(6) 2013. During the procedure, the item could not be screwed into the tray. It was noticed the label of the item read "ce test". As a result, the surgeon completed the procedure using a size 10 tibial augment.